Event description:
I began to have numbness of feet and hands in 2008. I began using polygrip approximately october 1995. In 2005, I began having gastric problems, which lead to a small bowel obstruction (scar tissue wrapped around bowels to snap), unknown where scar tissue came from. Dose: fixodent, polygrip. Frequency: 1 daily. Route: oral. Dates of use: 1995 until present. Diagnosis: to hold dentures in.